Event description:
The article "hyperacute effects of mitral transcatheter edge-to-edge repair on left ventricular volumes and functions" was reviewed. The article presented a retrospective single center study, to evaluate the immediate effects of teer on lv volumes and functions, as well as their influence on mid-term outcomes, using high-resolution 3d transesophageal echocardiography. Devices mentioned include mitraclip. The article concluded that the acute decline in lv function following teer correlates with the degree of mr reduction, with greater impacts observed in circumferential function and patients with higher baseline lvef. Relative lvef reduction is a critical echocardiographic predictor of mortality. [The primary author and corresponding author was nicolas brugger at inselspital, bern university hospital institution with corresponding email nicolas.brugger@insel.ch]. The time frame of the study was january 2018 to december 2020. A total of 80 patients were included in this study, of which 80 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included cardiogenic shock, diabetes, hypertension, previous stroke. (B)(4) unk mitraclip. Peri- and post-procedural complications included death.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: hyperacute effects of mitral transcatheter edge-to-edge repair on left ventricular volumes and functions.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including cardiogenic shock, diabetes, hypertension, previous stroke. Complications reported included death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.